Event description:
Patient contacted depuy complaining of pain. His doctor told him the patella has separated.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.